Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone: (B)(6). E3 - occupation: nursing assistant. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the harrison fetal bladder stent set was difficult to advance during a left pleuro-amniotic drainage procedure for a 34-year-old, female patient that was 22 weeks and 2 days of gestation. The patient was admitted for an in-utero placement of a left pleuro-amniotic drainage tube in the context of hydrothorax. During the procedure, the user was not able insert the pleural drain with the stylet attached into the trocar. A new similar-like device was used to complete the procedure. The device was tested prior to use. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.